Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one box of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes have been found experiencing low draw during use. The following has been provided by the initial reporter: the tubes do not have enough vacuum. Quantity: 1 box. Additional information received from the customer: how many units (tubes) affected? 200 units. What is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many test per day etc.) - 10 per day. What is the labeled draw volume (2ml, 3mletc) - 3 ml. What was the level of tube fill? Filled until 2 ml (partial fill). How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? By automated fill level sensing. How was the tube drawn? Vacuum system. Was a discard tube used? No. Was a successful draw achieved with the same lot? Yes. Is this happening with one particular: department, unit, and shift, time of day or person - in the pediatric in the central laboratory. What was method of draw? Straight needle. Are you using a bd device to transfer the blood to a tube? No, other. If using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection). Have the tubes been exposed to extreme heat? No. How many locations affected (impatient, outpatients, etc.) - pediatric.

Event description:
It has been reported that one box of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes have been found experiencing low draw during use. The following has been provided by the initial reporter: the tubes do not have enough vacuum. Quantity: 1 box. Additional information received from the customer: how many units (tubes) affected? - 200 units. What is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many test per day etc.) - 10 per day. What is the labeled draw volume (2ml, 3mletc) - 3 ml. What was the level of tube fill? - filled until 2 ml (partial fill). How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? - by automated fill level sensing. How was the tube drawn? - vacuum system. Was a discard tube used? - no. Was a successful draw achieved with the same lot? - yes. Is this happening with one particular: department, unit, and shift, time of day or person - in the pediatric in the central laboratory what was method of draw? Straight needle. Are you using a bd device to transfer the blood to a tube? No, other. If using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection) have the tubes been exposed to extreme heat? No. How many locations affected (impatient, outpatients, etc.) - pediatric.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see section h.10.